Event description:
Reportedly, a message is displayed on a black or blue screen for the subject programmer: "the system could not be restarted from its previous location because the restoration image is corrupt". In addition, stripes or strange colors are observed on the screen. The programmer was returned for analysis.

Event description:
Reportedly, a message is displayed on a black or blue screen for the subject programmer: "the system could not be restarted from its previous location because the restoration image is corrupt". In addition, stripes or strange colors are observed on the screen. The programmer was returned for analysis.